Manufacturer narrative:
(B)(4). Foreign- (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the repair of right tmj ligament, the suture needles pulled off of the sutures while tying. A new second anchor was also used to complete the surgery. No additional information is made available at this time.

Manufacturer narrative:
The complaint cannot be confirmed as the product photos or surgical notes was not provided. Review of device history records found these units were released to distribution with no deviations or anomalies. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.